Event description:
It was reported by the attorney that the plaintiff underwent a surgery in which vicryl sutures were used. The attorney alleges that the sutures were contaminated and therefore, the plaintiff was injured.